Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. The patient underwent an implantable pulse generator (ipg) replacement procedure for an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. The patient underwent an implantable pulse generator (ipg) replacement procedure for an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.